Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited abnormal/low capture threshold with a measurement of zero value. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.